Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that they had very weak reactions with the positive control when using our blood grouping reagent seraclone anti-jka (jk1), lot 8642050-01. They had discrepant results between two lot numbers with a donor sample. With a "new" lot of anti-jka (jk1), #8729070-01, they got a 2+ pos. Reaction and the result with the "old" (#8642050-01) lot was negative. The bottle with the allegedly defective product had been discarded by the customer. But the customer provided a patient sample and an aliquot of the quotient panel cell that were used for testing. Our quality control laboratory tested their retention samples of both reagent lots that were used on the customer's site. The potency was checked as well as the positive and negative specificity. The minimum potency of 1:8 was exceeded. The positive and negative specificity was tested with erythrocytes from donors. The quotient panel cell was also used and the patient sample sent in by the customer that had caused discrepant results. Our quality control laboratory yielded a 4w positive reaction with the patient sample with both batches. The quotient panel cell was used "washed out" and suspended 5% with isotonic saline solution and "ready for use". By incubation for 15 min. At room temperature the reactions were 4+ pos. And the reactions incubated for 30 min. Were 2+ pos. For the "ready for use" panel cell. The same test approach using the "washed out" panel cell from quotient yielded a 3+ pos. Reaction. Additionally we found out, that the agglutinates of the "ready for use" ortho panel cell were not as solid as the "washed out" panel cell. In summary both batches reacted comparable. The results of qc testing were all conclusive. No weakening and discrepant results were observed and all acceptance criteria were fulfilled. Testing in our quality control laboratory confirmed that the complained reagent of blood grouping reagent anti-jka (jk1) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.